Event description:
It was reported that the insulin gauge on the pump displayed an amount different than expected, specifically showing a static fill estimate of 20 units despite insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on how variations in measured pressures can affect the displayed fill estimate and reassured that once the insulin amount matches the displayed static number, normal countdown will resume. The customer understood and acknowledged this explanation.